Manufacturer narrative:
(B)(4). Batch # p58d22. Device evaluation: the analysis results found that the ats45 device was received with no apparent damage and with a reload 6r45b loaded on the device. The reload was received partially fired 1/10 and with no damage to the spring cartridge lockout which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, could not get the stapler to work properly during her case. Still has load in it. This is all the information the hospital could provide. There were no patient consequences reported.